Manufacturer narrative:
Philips technical consultant's (tc) went onsite to evaluate the device in question. Testing included connecting an alternate mx40 to a simulator which was assigned to a pic ix and generating a red alarm. During the test, the tc intentionally caused the pic ix to lose connection to mx40 causing the device to go into monitor mode, and the mx40 continued to display and annunciate the red alarm locally. The mx40 and pic ix were restored to fully functional state, and all other patients continued to be centrally monitored. The tc went on the hospital floor to test the actual mx40 in question. The mx40 #22 was tested for issues and determined that the device would not power on with the aa battery tray in use. Once a different aa battery tray was used, the device powered up and was assigned to the pic ix for monitoring. Mx40 #22 did not maintain a connection to the pic ix which triggered local monitoring and alarming as expected. The tc checked the primary telemetry access point controller (apc) and found all associated aps to be functioning correctly. The tc then connected another mx40 (#23) to a sector on the pic and checked its configuration and network status, finding no errors. The tc recommends sending the mx40 #22 back to the bench for hardware check.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a system alarm did not go off. The device was in use on patient at time of event, there was no adverse event reported.